Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 56 mg/dl. The customer was admitted to the hospital. Customer stated she treated low blood glucose with food and candy and granola and reached for soda in the fridge. The customer stated the perceived cause of the low blood glucose was didn't eat as many carbs that she thought.